Event description:
The event occurred on an unspecified date in may in the inpatient oncology department involving a chemolock¿ port. It was reported that when the nurse walked into the patient's room his chemo line was disconnected from his peripherally inserted central catheter (PICC) line. The patient reported hearing it unclip from the chemo connector on his PICC and that only a small amount of the chemo leaked onto his left hand; area was cleaned per protocol and monitored overnight. The patient denied any pain or itching at the site. A small amount of chemotherapy was noted on the floor of the patient's room also. A chemo spill kit was opened and the contents were cleaned per hospital policy. Hospital personnel determined the amount of the spilled medication to be negligible and no further doses were needed. New chemo connectors were attached and PICC line was clean, dry, and intact (cdi) and flushing well. Will continue to monitor his left hand. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.